Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The physician was treating a 100% stenosed de-novo lesion located in the moderately tortuous and severely calcified anterior tibial artery with a 1.5mmx20mmx142cm sterling balloon catheter. Vascular access was obtained through the femoral artery. The balloon was advanced across the lesion against some resistance. Once across, the balloon ruptured on the first inflation at 6atms. The device was removed from the patient intact. The procedure was completed with another sterling balloon catheter. There were no reported patient complications. The patient status is listed as "good".

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)